Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that far r-wave oversensing and inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD). The oversensing resulted in pacing inhibition. Additionally, the patient was symptomatic, including dizziness and shortness of breath. Programming changes were performed to resolve the issue. The patient condition was unknown.

Event description:
New information received noted that the patient condition was stable before, during, and after the changes.